Manufacturer narrative:
Results: product performance engineering has not completed their review of the event at this time. Results and conclusions will be forwarded upon completion.

Event description:
This report is being filed to notify the FDA's office of surveillance (osb) branch of the 806 reportable action taken. On july 13, 2007, abbott vascular cardiac therapies initiated a recall on a single lot (43 units) of multi-link rx vision coronary stent systems, part number 1007848-15, lot number 7052951. The recall was initiated because the product lot described above was inadvertently released not meeting internal performance specifications for stent security, which could result in stent dislodgement during use. Although there have been no complaints reported for this part/lot number associated with this recall, stent dislodgement has been known to cause serious injury and/or required medical intervention. A follow-up supplemental report will be filed once additional information, including investigation results, and any associated planned corrective actions are, received.